Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a patient underwent a biopsy procedure using the elevation instrument. Prior to the procedure, it was observed that there was a piece of metal mixed in. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one sealed elevation biopsy probe for evaluation. During visual evaluation, the lot sample was inspected thoroughly. No anomalies were observed throughout the sealed lot sample. During microscopic and functional testing, the sealed lot sample was partially unsealed under microscopic observation. The tyvek was gently peeled from the outer tray, with every angle of the package examined microscopically; no anomalies were observed. The inner tray was then removed and inspected under the microscope, with no anomalies observed. The outer tray was lightly rattled to check for irregularities, but none were found. The device was carefully removed from the outer tray and examined microscopically; no anomalies were noted throughout. The outer tray was placed under x-ray examination. No anomalies were observed during the inspection. Therefore, the investigation is unconfirmed for the reported material fragmentation issue as no anomalies were noted to the returned device during the inspection. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, e1, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for biopsy procedure using the elevation instrument. Prior to the procedure, it was observed that there was a piece of metal mixed in. There was no patient contact.